Event description:
The patient is (B)(6) old male admitted to the medical center on (B)(6) 2013. The patient ended up at an outside hospital with a diagnosis of acute ischemic heart failure. He was transferred to (B)(6) medical center for further management. The patient had severely reduced left ventricular function with an injection fraction of 15%. The treatment plan was to implant a left ventricular assist device. On (B)(6) 2013, the patient underwent placement of the lvad. There were no noted complications during the placement and the patient was transferred to ccu in satisfactory condition. On (B)(6) 2013, the patient went into cardiac arrest associated with right ventricular failure. The patient was taken back to the operating room for placement of the right ventricular assist device, and replacement of the heartmate ii lvad pump. After the surgery, the patient was transferred to ICU in critical condition. The explanted heartmate ii pump was returned to the manufacturer. The patient expired on (B)(6) 2013.